Event description:
It was reported through an article entitled "a novel application of contrast echocardiography to exclude active coronary perforation bleeding in patients with pericardial effusion" that during the procedure for treatment of a right coronary artery (rca) chronic total occlusion, a pilot 50 guide wire was advanced to the distal end of the rca occlusion via retrograde approach. However, the tip of the guide wire passively advanced into the large right ventricular (rc) branch with manipulation of the channel dilator over the guide wire. Angiography showed evidence of contrast staining around the rv branch in to the free rv wall, likely the result of perforation from the distal tip of the retrograde guide wire. The procedure was completed with retrograde guide wire re-entry and drug-eluting stents implanted. Final angiography showed persistent type ii perforation from the rv branch now jailed and occluded by the stents. Protamine was administered. The patient experience post-procedure chest pain with brief hypotensive episode and sinus bradycardia that responded to fluid administration. Echocardiographic images showed a circumferential pericardial effusion with no signs of tamponade. Contrast echocardiography was performed and active pericardial bleeding was ruled out. The patient was managed conservatively with observation and was discharged home 4 days after successful chronic total occlusion recanalization. Prior to discharge, echocardiogram demonstrated mild regression of the effusion that decreased further at 24-day follow-up. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.